Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving preservative free saline via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient had been in inpatient in the hospital since implant on (B)(6) 2018. Per the hcp, the patient was having symptoms of nausea and back pain. The patient was being evaluated for further action. There were no reported environmental, external or patient factors that may have led or contributed to the issue, and no reported diagnostics or troubleshooting had occurred. No reported actions/interventions had taken place, and the issue was not resolved at the time of report. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient's status at the time of report was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-feb-28, additional information was received from a manufacturer representative (rep). It reported there were no device issues reported. The patient was discharged from the hospital. The patient is alive with no injuries.

Manufacturer narrative:
Product ID 8781 (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type catheter pro duct ID 8781 (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type catheter ; the patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-21, additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). Additional information reported the patient was first implanted on (B)(6)2018. The patient complained of back pack and nausea after the procedure. A few days later, the patient was admitted. The patient discharge date was unknown. On (B)(6)2018, the pump and catheter were explanted due to the previously reported symptoms. During the explant, the hcp determined the nausea and back pain were caused by a cerebrospinal fluid (csf) leak in the lumbar area near the catheter entry site. It was initially reported that the pump was explanted as a "result of the leak and possible infection", but follow-up indicated no infection was detected. The infection results were negative. The patient was being rescheduled for a new pump implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.